Event description:
It was reported by the customer that a pyxis medbank system had a drawer was offline. The customer reported that the malfunction preventing the user to log on to issue prednisone 10mg tab. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was offline. A technical support specialist guided the customer to restarted the cabinet and all in one to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.